Event description:
A ventilator was returned to the manufacturer with an allegation it was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's display could not be read. The device's lcd screen was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues.